Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device received for product evaluation. The locator and hemostasis sheath were returned mated along with the unused carrier tube assembly in polyfoil pouch. Header bag was returned as well. Visual inspection revealed that there was a kink on the sheath and locator assembly at the blood inlet holes. The components were properly mated together. Slight deformations were observed on the distal part of the locator between the tip and transition to sheath. No damage was observed on the tip of the locator or at the transition from locator to sheath. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates likely application of an off-axis force applied while assembling the components or likely attempt to use on the patient. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 28oct2020. The sheath was found kinked when opening the package.

Manufacturer narrative:
Date of birth requested; only year provided. Ethnicity(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Address: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The physician successfully punctured the right femoral artery. The 6f sheath was inserted, and 3000 units of heparin was given. Jr4/jl4 coronary angiography catheters were used to place the left and right coronary arteries respectively, and multi position radiography was performed. Results: the left and right coronary arteries were in normal shape, the proximal segment, middle segment and first obtuse branch of the circumflex branch narrowed by about 20%, the right crown opening narrowed by 50%, the distal trigeminal anterior 60-70%, and the posterior descending branch narrowed by about 30%. Recommended to strengthen drug treatment. The physician prepared to use the angio-seal. When he was changing the sheath, the sheath was found after exchange the sheath, complete blood vessel positioning. When transporting sheath, it was found that the sheath has been broken. The doctor changed to a new one and finished the operation. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on 20sep2020. The type of procedure being performed was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed.